Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 12-oct-2024, 17-oct-2024, 22-oct-2024, 26-oct-2024. The site of detachment was tubing connector. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.